Event description:
The customer reported that during use on a patient, small clots were present on the arterial side of the oxygenator after 33 hours of use. The patient had acute drop in arterial sats and pa02 and the oxygenator were switched. Centrimag ECMO case. No other medical intervention required. The patient was still on ECMO, and stabilized as of (B)(6) 2013. (B)(4).